Event description:
9/10/96 pt had a mid-line catheter placed by dr. 5:15 pm nursing noted that the mid-line IV was clotted off. A peripheral IV was restarted after multiple attempts. 9/13/96 at 1:00 am nursing noted that a puddle of IV fluid was found under IV pump. Hyperalimentation had been infusing through it. It was noted that the fluid seemed to be leaking from the cassette.